Manufacturer narrative:
No device was returned so a physical evaluation could not be performed. A review of the repair history was reviewed which indicated the device was purchased on march 18, 2020 with no repair records. The legal manufacturer performed a device history record review; no abnormalities were noted. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer confirmed that the design was changed as a resistance improvement of the power switch damage. Countermeasure products have been shipped since november 18, 2013. The likely cause of the reported power switch damage/failure was attributed to operating force and the number of times the power switch was applied exceeded the assumed value because the device was a product prior to the countermeasures. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus has made multiple attempts to follow up on the device return but to date, the device has not been received. If the device is returned at a later date, a summary of the evaluation will be provided in a supplemental report.

Event description:
The user facility reported that the power switch on the unit is stuck inside the device. The reporter stated this occurred during maintenance so there was no patient involvement associated to this report. No additional information was provided.